Manufacturer narrative:
The philips remote service engineer (rse) conducted a remote evaluation of the device and concluded that the reported issue was not identified. The device is functioning properly. The device was returned to use, and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the therapy knob has not worked. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.